Event description:
Discordant high advia centaur xp anti-tpo (atpo) results were obtained for a patient sample. The results were discordant with an alternate method. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-tpo results.

Manufacturer narrative:
The cause for the discordant anti-tpo (atpo) results is unknown. The instrument is performing within specification. No further evaluation of the device is required.